Manufacturer narrative:
Visual inspection of the returned product showed that the middle of the optic was torn and there was reddish and clear surgical residue on the lens. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and lens was torn during insertion. The incision was enlarged to remove the lens and a suture was placed after another lens was implanted.